Event description:
Ous MDR - it was reported that, after an implantation time of 27 months, the patient received several inappropriate shocks. A lead defect was suspected. The function ¿detection of tachycardia¿ could not be deactivated by magnet placement. Only the ICD was returned for analysis. The lead could not be explanted. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this lead was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the ICD is normal and within specifications both regarding the connection system and the electronics. In particular, the solenoid circuit breaker functioned as expected. The production documents of the lead showed no anomalies. Thus, no cause for the clinical observation could be found during the analysis.